Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and difficulty using the pump. No devices issues were identified. A surgical procedure was performed during which the ipp was removed. No further patient complications were reported.